Manufacturer narrative:
Qn#(B)(4). The device history review the product hemolok ml clips 6/cart 84/box lot# 73k2100097 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: on (B)(6)2022, the clip does not close during usage on the patient. One piece was involved. Another clip was used and there was no reported injury.